Manufacturer narrative:
Device eval: the suspect device will not be returned for eval. The customer did not provide a lot number for the suspect device. The device history record and complaint database could not be reviewed. The customer has not indicated if this was the initial use of the device. A f/u report will be submitted when the investigation has been completed. Method: device history record and complaint database could not be reviewed. Conclusion: a f/u report will be submitted when the investigation has been completed.

Event description:
The catheter was used as a gastric j (feeding) tube. The catheter broke at the marker band after being in place since (B)(6), 2010. The customer did not provide a lot number for the device. No harm or injury was reported. This particular customer reported a similar event on (B)(6) 2010, for the same pt. Reference report 1628221-2010-00022.